Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise leading to oversensing and pacing inhibition was reported on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were revealed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During subsequent follow-up, the patient presented with dizziness due to inhibition of pacing caused by oversensing. The lead was capped and replaced to resolve the event. The patient was in stable condition.